Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump was continuously beeping "occlusion". There was no patient injury.

Manufacturer narrative:
Other text: returned device was received in good physical condition with a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, analyst were unable to replicate the reported issue. The downstream sensor will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.